Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was not an overdose. The refill needle was fully inserted through the fill port septum. A pocket fill did not occur. The patient had no post pump fill issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that on (B)(6) 2018, the patient was overdosed after refill and sent to the emergency room. The drug was being decreased 5% every month. The patient was getting dizzy and ill right after the refill. She informed the doctor right away and the doctor administered narcan. The doctor told the patient that sometimes when using the pump a little bit of the drug could leak out into the cerebrospinal fluid. The patient thought a fluoroscope should be used every time. No further complications were reported.